Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the patient reported receiving an inappropriate shock after a MRI scan and the device was in back-up vvi mode. The device firmware was reloaded and normal device function was restored. The patient was stable.